Manufacturer narrative:
It has been reported to philips that a user received an error 500 message and could not finalize a report in the echo web module of intellispace cardiovascular. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. Although no adverse events or patient harm were reported in the associated complaint (B)(4), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction. Note: the evaluation results and conclusion FDA c-code has been updated in this emdr.

Event description:
It has been reported to philips that a user received an error 500 message and could not finalize a report in the echo web module of intellispace cardiovascular. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.